Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and subsequently expired, which is alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A f/u report will be submitted upon receipt of any add'l info.